Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Product was not provided for investigation, but data was provided for evaluation. The reported issue was not confirmed via data. The probable cause could not be determined. No additional event or patient information is available.